Event description:
It was reported by the patient that the patient had a blood clot in the patient's arm and swelling in the patient's arm after implantable cardiac defibrillator implantation. Follow up information was attempted to be obtained but no additional information has been received. The device remains in use. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.